Event description:
Product problem: contralateral wire caught on hooks and could not be resolved. There was no access issues involved and the physician was able to gain access to the superior attachment site with the delivery catheter. During deployment of the endograft, the contralateral wire was caught on the superior attachment hooks. This could not be resolved. The physician did not attempt to use a guide catheter to free the contralateral wire from the superior hooks. The device was removed from the patient successfully. The physician and the representative examined the device in vitro and observed one hook overlapped an adjacent attachment hook with the contralateral wire caught between the entangled hooks. A second device was used and implanted successfully and the patient is recovering fine.